Event description:
Caller reported an occlusion alarm, but the alarm number could not be verified in the pump history. There was an adverse impact to the customer's blood glucose level, as it exceeded safe levels with the cgm reading ¿high.¿ to address the high blood glucose level, the customer administered a correction bolus via pump and resolved the issue by clearing and resuming insulin. No third-party assistance was required.